Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually inspected. The device had split into two sections approximately 25cm from the tip of the catheter. The hub portion of the catheter was not returned. The device was not brittle, but the edges of the break were less ductile than the rest of the catheter. The catheter appears to have been torn into two pieces during use. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that, during an exchange of a drainage catheter located in the gallbladder, the tip of the catheter separated from the body of the catheter. A snare was used to remove the catheter fragment. No harm or injury to the patient was reported.